Event description:
As reported, the carton was torn. Damaged products were noticed inside of the carton. The sterility of the devices is compromised.

Manufacturer narrative:
We were able to evaluate the shipping damage from photos sent by dhl. Examination of the photos found the corner of the outer cardboard corrugated box has been crushed and ripped open and the damage extending down the side of the box. The product inside of the box was damaged and that the sterility of the product had been compromised. Additional information will be forthcoming as received. A review of the manufacturing records indicated that the product met specifications upon release.